Event description:
Caller stated he was working two jobs getting tired, experiencing pain and feeling sick. He subsequently had to quit one job. He felt like his intestines were "falling out", like he had to hold his abdomen straight in. He therefore had to move in with his parents. He felt very exhausted, always falling asleep on his mother's coach. Caller stated , he would get something to eat from the kitchen and go straight to sleep on the coach. And that he did so for 3 months not knowing exactly what was going on. He stated he went to different doctors and no one could identify what was wrong with him. Finally, he found a doctor who diagnosed him with hernia and the doctor told him he could fix it. An outpatient surgery was scheduled and the mesh was implanted in him. The doctor told him he could resume work after a month. Caller stated since the implant he feels like there is something cutting inside him. That sometimes his "insides" start to itch and he feels like his intestines are going inward and it feels sharp. He says he also has itching around the incision which later result in swelling around the incision. Also, whenever he goes to the bathroom, he cannot fully empty his bladder and subsequently leaks on himself. Caller states he has been trying to talk to the surgeon to remove the mesh but no one wants to remove it because of possible damage to his testicles. Caller states that he feels he may be allergic to the mesh.